Event description:
It was reported that during a port placement procedure, the peel-away sheath allegedly shredded apart. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: one peel apart introducer sheath was returned for evaluation. The sheath had been peeled apart and was received in two segments. It was noted that the valve was not split evenly, with one segment of the t-handle possessing more of the valve material than the other segment. The edges of the valve split appeared to be jagged and the cut appeared to be clean. Part of the split was shared with the pre-cut slit in the valve. As the valve did not split evenly, the investigation is confirmed for the reported improper peel. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include handle break force too high and technique of use. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2020).

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a port placement procedure, the peel-away sheath allegedly shredded apart. There was no reported patient injury.